Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level of 33.0 mmol/l. Customer reported symptoms such as dry mouth and frequent urination as a result of high blood glucose event. Customers current blood glucose value was 31.2 mmol/l. Customer also stated that auto mode or smart guard feature was not active at the time of high blood glucose event. Customer also stated that insulin pump had insulin flow block alarm. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.